Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 151682: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-04-30. No anomalies found related to the issue. To date, all the items of this lot have already been sold without any other similar reported event.

Event description:
The patient came in complaining of pain caused by an aseptic loosening of the tibial tray, 3 years and 6 months after primary. The surgeon revised the tibial tray and poly and the surgery was completed successfully.